Event description:
Glass oral thermometer placed in mouth of quadraplegic patient. Patient bit down on thermometer. Bottom half of thermometer with mercury swallowed by patient; upper half retrieved. Chest x-ray and fluroscopy ordered by mds confirmed tip of thermometer was at ge junction. Gastroscopy was performed and tip of thermometer retrieved and placed in biohazard labeled container. Later disposed of container per procedure because of safety concern. Follow-up kub revealed no further foreign body in upper abdomen. Patient is doing fine.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.